Manufacturer narrative:
Additional relevant info will be provided when the device evaluation is completed.

Event description:
It was reported that post-operative screw breakage occurred. A the index surgery, the pt underwent a single level anterior cervical fusion treatment surgery using an invizia plate with trinica screws. Eight months later, a screw broken mid-shaft was identified via x-ray. Additional info has been requested but has not yet been made available.